Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep made sure programming was a way from the out of range electrodes. It was reported the impedances were high. Cause of the issue remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimula tor for spinal cord stimulation failed back syndrome surgery/spinal pain. It was reported that at the patient's appointment yesterday, the patient reported no pain relief. The manufacturer's representative (rep) reprogrammed and gave the patient similar setting to trial where he reported 70% pain relief. Rep will call to update if no improvement in pain relief. An x-ray as taken at unknown date with no lead change placement vs implant placement. Patient denied having any falls. The healthcare provider updated and is looking at other options for patient and pain relief. All impedances were within normal limits where programmed. 0 and 1 out of range and not used for programming. It was unknown if the issue has resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.